Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review was completed for the subject lot number 1205938. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1205938 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads.

Event description:
The prosthetic element (crown + abutment) fall out of the patient's mouth at the end of mars. The tip of the screw was broken off. Another prosthetic screw has been used the (B)(6).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.